Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure in tortuous anatomy, the right ventricular (rv) lead was noted to have a bend after being inserted. The helix was also noted to not be able to be fully deployed. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.